Event description:
The customer called to report a "no delivery" alarm. The customer also stated that insulin leaked from the transfer guard. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.